Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his electrode belt. The patient's download revealed a 'gel previously released' flag followed by an 'impedance high' flag without an automatic event that could have triggered a gel release. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released/impedance high flags) has been confirmed. As received, the cable running from the distribution node (dn) to the rear therapy electrodes (te) was pulled from the distribution node, exposing wires. The cause for the 'gel previously released' and 'impedance high' flags is damage to the wires in the cable running from the dn to the rear tes. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wires. The patient received a replacement electrode belt.